Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became valid and serious incident. Essure device was removed. Essure implant date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 50500530, 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included menorrhagia, abnormal uterine bleeding and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010. Left: four coils extending beyond the ostia, right: four coils protruding from the ostia. Lot number: 50500530, 654823 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, medical device monitoring error. Lot number: 50500530 manufacturing date: 2010-02 expiration date: 2013-02. Lot number: 654823 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 50500530, 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included menorrhagia, abnormal uterine bleeding and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010 left: four coils extending beyond the ostia, right: four coils protruding from the ostia lot number: 50500530, 654823. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, medical device monitoring error most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, lot number added. Event medical device removal updated to event pelvic pain. Events: endometrial ablation performed on the same day of essure insertion and abnormal uterine bleeding added. We received a lot number in this case a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.